Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed :recharge antenna failure. Poor recharge quality message. No anomalies were visually observed. H3: analysis of the [recharger], model [97755], s/n (B)(6), revealed : recharge antenna failure. No device found message. Worn donut. This does not impact the functionality of the recharger. H9: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger due to the patient having multiple implants, it was unknown which implant was being used with the rechargers brand name intellis; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2024 brand name intellis; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their rechargers has stopped working for about a year ago as in it stopped finding their device and has not worked since. The patient (pt) decided to use the one recharger her has on both implants, and about 3 months ago it started giving him trouble by showing system rm03 call mdt, and pt have tried resetting the controller but that did not fix issue. Patient stated they would get unable to find device or no device detected. Patient also stated last night they could not get the recharger to sync or do anything and they had to reset the controller several times. Agent asked patient to inspect the recharger for damage and patient said there was no visible damage but there was a slight noticeable warmth to the touch on the recharger after being used for an hour. Pt stated he sees system problem rm03 on both controllers. The issue was not resolved. Replacement rechargers were sent out.